Event description:
It was reported that the patient¿s ilet displayed ¿unable to proceed. Please check notifications,¿ the alert could not be cleared, there was no corresponding notification icon, the load process could not be completed despite multiple tubing fills, and the device was replaced; the event was associated with consecutive stalled motor behavior, and subcutaneous insulin backup via pen was used. Symptoms included hyperglycemia with blood glucose reaching approximately 400 mg/dl and persisting overnight. Outcomes included interruption of insulin delivery and the need for backup therapy without hospitalization or professional medical intervention. Investigation included technical review and device replacement logistics with instructions for shutdown, data sync, and return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.